Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.19ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates the device was programmed on (B)(4) 2012 at 1643 for continuous only delivery in ml, with a 3.5ml/hr rate, a 161ml vtbi, a 0.5ml/hr kvo (keep vein open) rate, a 180ml container size. On (B)(4) 2012 at 1238, a new container was indicated and the delivery was started. A new date stamp of (B)(4) 2012 occurred. At 1040, an end of infusion alarm occurred, begin kvo delivery occurred. At 1114, the delivery was stopped. Between 1123 and 1126, 2 start alarms occurred. At 1127, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. On (B)(6) 2012 at an unspecified time, the device was programmed for continuous delivery of 5fu (fluorouracil) 26.53mg/1000ml, with a rate of 3.5ml/hr, a 161ml vtbi (volume to be infused), 0.5ml/hr kvo rate and a container size of 180ml. On 05/11/2012, at an unspecified time, the homecare patient reported that the device alarmed for end of infusion. The patient returned to the user facility. At that time, it was noted that the container had an unspecified volume of fluid remaining in the container instead of the expected empty container. The customer contact reported the container was weighed and that the patient had received 67ml instead of the intended 161ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.